Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure on (B)(6) 2017. According to the complainant, during the preparation of the procedure, the procerva procedure sheath broke at the area where the scope adapter was connected. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be fine at the conclusion of the procedure.